Event description:
Additional information was received. It was reported that the cause of the device setting lost was noted as patient misuse. The cause of the adaptivestim not working was noted as patient error on the confirmation screen. The cause of no communication was noted as controller/communicator distance, controller misuse. The actions taken to resolve the issue were listed as reset and re-pairing at the outpatient visit. The issue was resolved at the time of the report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the consumer via the manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that it was believed that the settings had been configured to change the stimulation intensity depending on body position; however, it appeared that this setting has been lost since the last clinic visit. It was heard that the stimulation intensity had been set; however, it was not heard that the adaptivestim (as) settings had been changed. The as was not working. There were no contributing factors. Troubleshooting was performed. When the patient was asked to open up the therapy app and check the settings and make changes, it was said that the programmer was not connected to the communicator and that the scan screen for the code appeared. The handset and communicator pairing became disconnected. It was communicated that the communicator should be removed once in order to scan the code; however, it was stated that the communicator cannot be removed from the smartphone case by the individual¿s own ability. It was explained that, when a family member or another person is nearby, the communicator should be removed, and contact should be made again after that. Issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.